Event description:
Event description cpi received information that this implantable pulse generator (ipg) was exhibiting loss of capture and an increase in impedance levels. An invasive procedure to analyze the system found blood in the header of the ipg. The physician explanted the ipg.

Manufacturer narrative:
Event conclusion cpi analysis found that the unit passed automated electrical measurements and it paced and sensed normally during all tests. Microscopic visual inspection noted that there is a hole in the atrial minus seal plug, body fluid contamination but it did not affect functionality during testing. The unipolar and bipolar amplitudes were within specfications. The unit met specifications, therefore, the allegation of loss of capture could not be confirmed. The hole in the minus seal plug is considered induced damage. The alert date has been corrected from 2/26/1996 to 2/26/1997.